Manufacturer narrative:
Ethicon elected to test all returned lot numbers. Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements. Which always equal or exceed the minimum usp requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this batch number.

Event description:
Suture breakage. Customer reports that suture broke during surgery. Surgical procedure and date are unspecified. There are no alleged consequences to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.